Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that upon opening, liquids leaked from the catheter on the scale of about 52 cm during pre-flushing. No other information provided.

Event description:
It was reported that upon opening, liquids leaked from the catheter on the scale of about 52 cm during pre-flushing. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received with an inlaid stylet. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed at the split site. Microscopic inspection of the leak site revealed a diagonally aligned split between the 52cm and 53cm depth markings. Tactile inspection of the sample revealed tensile weakness in the vicinity of the split. Following longitudinal bisection of the catheter near the split site, microscopic inspection of the inside surface revealed abrasion damage. The damage on the inside surface was more extensive than that observed on the outside surface. The catheter damage was consistent with abrasion damage caused by friction between the catheter and the stylet. Such damage can occur if the stylet is not wetted prior to manipulation/removal and if the catheter is constrained during stylet removal.